Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge for over 7 days and using cold insulin to fill the cartridge. Customer¿s blood glucose level was not impacted. Customer was educated on changing cartridge and using room temperature insulin. Reportedly, issue was resolved.